Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had low blood glucose of 26mg/dl due to her insulin pump over delivered. Customer stated that her insulin pump was delivering insulin that she did not programmed and without no input from customer. Nothing further was reported.